Manufacturer narrative:
(B)(4). D10: 42522100810, articular surface medial congruent (mc), 65135168. 42502207002, femur trabecular metal cruciate retaining (cr) narrow porous, 63986447. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent an initial tka. Subsequently, about 3 years later patient had been having pain and poor rom, a revision of tibial component due to pain, undersized and query loose. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the event cannot be confirmed. Visual examination of the provided photos identified an explanted tibial component and explanted articular surface component. Both components were covered in bio-debris, part and lot information was not identifiable on the devices in the photos. No devices were returned therefore no further evaluations can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: ¿ single image from an unknown imaging source with no identifiable anatomy and photo of computer screen with ap and lateral views of the knee showing images of knee arthroplasty without patellar resurfacing and cemented tibial component. ¿ right knee arthroplasty with no radiographic findings of loosening. ¿ it should be noted poor image quality and measurements placed on the images at the bone implant interface significantly limit assessment for radiographic lucencies. No CT images or bone scan images are available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.